Manufacturer narrative:
(B)(4). D10: xlpe 10deg poly liner, #item 00631005032, #lot 86579784. Shell porous with cluster, #item00620205422, #lot 65929602. Unk screw, #item unknown, #lot 6unknown (x2). Therapy date: (B)(6) 2025. G2 report source: italy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial tha on an unknown date with unknown products. Subsequently, patient was revised in 2023 for aseptic mobilization (loosening of the cup) where zb devices were implanted. Approximately 2 (two) years later, patient was revised again due to cotyle-psoas conflict. The cup, screws, liner and head were removed and replaced.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Visual examination of the images provided allowed the explanted devices to be identified. The biolox head shows marking consistent with metal transfer on both the conical connection and the outer surface. The devices have not been returned, so a more detailed analysis cannot be performed. A review of the device manufacturing records could not be performed due to missing lot number. The reported products were reviewed for compatibility with no issues noted. Review of the complaint history found no additional related complaints for this/these item/s and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty without acute hardware complication. Iliopsoas impingement is often due to excessive anterior overhang of the acetabular cup from oversize components or improper cup version, which cannot be assessed from the provided ap view. A crosstable lateral view or CT would be necessary to make this assessment and ultrasound can visualize the tendon directly as well as any dynamic impingement or bursitis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.